Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the lead, but the helix would not extend. Upon attempt to remove the lead, the helix "popped out" and it took the physician over twenty rotations to retract the helix and the lead was removed. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage during use. The analyst noted that tissue and blood was removed from returned helix, helix was found slightly bent (which could contribute to extension issue), but does operate within specification. If information is provided in the future, a supplemental report will be issued.